Event description:
The customer reported that his blood glucose at 8:24 am on (B)(6) 2012 was 242 mg/dl, so he corrected with a 2.55 unit bolus dose of insulin. His bg measured 286 mg/dl at 10:27 am (0.7 unit correction bolus), 255 mg/dl (10.45 unit bolus plus a second of 5 units) at 11:31 am, and 234 mg/dl (0.2 unit bolus) at 12:04 pm. The device then alarmed and was removed.

Manufacturer narrative:
The returned product was received with discoloration inside, indicating a possible fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer¿s high bg levels. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider,¿ and advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).¿ qualification records were reviewed and the product lot met all acceptance criteria. An investigation has been initiated into this issue and is in progress at the time of this report.